Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: lead/medt the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, oversensing and interference/noise were noted. The weekly pace measurement log data showed varying impedance and an abrupt increase for maximum ventricular pace equal to 464 to 16382 ohms peak between (B)(4) 2011 and (B)(4) 2011. There were 40 ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(4) 2011 and 9 ventricular fibrillation episodes less than or equal to 210 ms average ventricular cycle between (B)(4) 2011 and (B)(4) 2011. The ventricular short interval count equal to 2446.7 counts avg/day in 6.87 days between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the lead had noise, oversensing and a possible fracture. The lead was replaced. No patient complications have been reported as a result of this event.